Manufacturer narrative:
The investigation has started. A follow up report will be submitted upon completion.

Event description:
It was reported that the infinity acute care system (iacs) m540 did not alarm, and electrocardiogram (ECG) could not be derived, as the device did not recognize asystole, and the patient passed away.

Manufacturer narrative:
The customer requested the devices in bed location 10 to be checked along with the log files, as the bed location was blocked. A patient death was reported but despite our many requests for information regarding the patient's medical condition, treatment, care, and involvement related to this reported issue, no further information was able to be provided. Therefore, there is no evidence that the patient's condition was related to the reported incident. Draeger engineering was able to confirm in the logs that the asystole alarm was activated three times on the cockpit during the reported time frame. Visual and audio alarms were generated and displayed on the cockpit. (B)(6) 2024 - 11:26 am to 11:35 am). 1. (B)(6) 2024 at 11:26:12 am. 2. (B)(6) 2024 at 11:28:58 am. 3. (B)(6) 2024 at 11:31:07 am. Audio pause was shown to be selected during each time for the active alarms. The asystole alarms are latched so the audio pause requires the user to acknowledge them. It was also confirmed the alarms were muted on the m540 bedside monitor during the specified times. A draeger field service engineer performed actions at the customer's site through log review along with testing performed on the devices that were involved during the reported incident. They were able to confirm the cockpit (control centre) functioned according to specification and did not reveal any technical problems. The customer including the users at the site were informed of the results. Based on the evaluation of the logs by the draeger field service and the draeger andover engineers, the device was working as intended, operating normally based on their testing performed.

Event description:
It was reported that the infinity acute care system (iacs) m540 did not alarm, and electrocardiogram (ECG) could not be derived, as the device did not recognize asystole, and the patient passed away.